Event description:
It was reported that the atrial exhibited non physiologic sensing during episodes. The atrial lead settings were re-programmed, and the lead remains in use. Patient to be monitored via follow up checks. No patient complications have been reported as a result of this event.